Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. After the implant, the sensing on the implantable cardiac monitor was reduced to noise. When the chest was pushed, sensing would resume. The patient was stable with no discomfort. After 20 -30 minutes the issue resolved on its own and sensing were consistent.